Manufacturer narrative:
(B)(4).

Event description:
The customer alleges difficulty in threading the guidewire through the needle. When removing the guidewire; the tip of the guidewire was bent.

Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide. The spring-wire guide was found to have several kinks and coil offsets, indicating use. Visual inspection could not be performed on the needle as it was not returned for evaluation. The length of the spring-wire guide was measured and found to be out of specification. The outer diameter of the spring-wire guide was measured and found to be within specification. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the spring-wire guide kinking was confirmed during the sample investigation. During dimensional inspection it was identified that the returned spring-wire guide is not the item packaged in the reported kit, and the needle was not returned for evaluation. A DHR review was performed and no relevant findings were identified. Based on the information and sample provided the probable cause of this issue could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges difficulty in threading the guidewire through the needle.when removing the guidewire; the tip of the guidewire was bent.